Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that pt reported that ever since she got the new battery pack for the controller (see case (B)(4)), the controller displays no device found unless the rtm is connected to the controller and she's recharging the ins. Pt stated that when she's out and about and tries to increase or decrease the stimulation, the controller displays no device found. Pt stated that this is her second controller as the first controller was lost, so she got a replacement controller.  Pt stated that this issue first started right after she got the replacement controller, so it was about a week or so ago, however pt then stated that this issue happened with her first controller too before that controller was lost, so pss is using asked/unknown for the event date. Pss asked the pt if she's having any troubles recharging the ins and pt stated that she's able to recharge the ins as long as she's laying on the rtm paddle. Pt was recharging the ins during the call and pt advised that recharging needs attention displayed on the controller; pt advised that she was directly on the rtm paddle. Pss consulted with dave in repair who suggested to have a mdt rep check the ins to see if the ins has moved and causing for the equipment to have difficulty communicating with the ins. Pss reviewed above information with the pt and redirected pt to hcp to coordinate a meeting with a mdt rep to have the ins checked. No patient symptoms were reported.

Event description:
Mdt rep reports, the patient (pt) controller is unable to find the ins without the recharger connected. Technical services (ts) reviewed, that the pt controller has lost the bonding key. Ts instructed the rep to re-bond the pt controller using the new implant setup in the pt controller tech mode. The caller was not with the patient. Pt received, new pt controller. And it was not bonded to the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative and it was reported that they repaired programmer to ins. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.